Event description:
It was reported that during an peripheral angioplasty treatment procedure, the balloon tip separated from the catheter shaft. Following an overnight administration of a tissue plasminogen activator treatment, vascular access was gained via the left femoral artery. The 16mm long eccentric severely stenosed lesion was located in non-tortuous and moderately calcified 2.75mm in diameter right anterior tibial artery in the lower leg. The 3.0x8mm nc quantum apex failed to inflate. It was noted that the tip of the balloon had separated from the shaft and was located in the sheath. A non-specified balloon was inserted and the 3.0x8mm nc quantum apex tip was pulled out successfully with the inflation of the new balloon. The procedure was completed with another device. No patient complications were reported, and patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an peripheral angioplasty treatment procedure, the balloon tip separated from the catheter shaft. Following an overnight administration of a tissue plasminogen activator treatment, vascular access was gained via the left femoral artery. The 16mm long eccentric severely stenosed lesion was located in non-tortuous and moderately calcified 2.75mm in diameter right anterior tibial artery in the lower leg. The 3.0x8mm nc quantum apex failed to inflate. It was noted that the tip of the balloon had separated from the shaft and was located in the sheath. A non-specified balloon was inserted and the 3.0x8mm nc quantum apex tip was pulled out successfully with the inflation of the new balloon. The procedure was completed with another device. No patient complications were reported, and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with the balloon deflated. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond met specification. The hypotube was separated 25 cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was unable to be performed due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issues as the dfu states: "the nc quantum apex over-the-wire and nc quantum apex monorail ptca dilation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a native coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).